Manufacturer narrative:
Device passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No under or over delivery anomaly noted and passed the delivery accuracy test. No cosmetic or physical damage noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump recommended a 44 unit bolus for a high of around 200 mg/dl. The customer¿s blood glucose level was 246 mg/dl at the time of the incident. The pump gave an incorrect bolus recommendation twice that was more than the customer's max bolus. Troubleshooting was completed but did not resolve the issue. The pump gave a more accurate recommendation of a 4 unit bolus on the third attempt. The insulin pump will be returned for analysis.